Event description:
It was reported that the customer had high blood glucose levels of 414 mg/dl. The customer reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer reported a sensor glucose reading of about 155 mg/dl where the actual blood glucose level was about 234 mg/dl. Troubleshooting was done. The customer also reported a lost sensor alert and a calibration error alert from the insulin pump. It was reported that the customer may have scar tissue and was advised to avoid pressure on the site to prevent false sensor glucose readings. No additional information was provided

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Refer to manufacture report 3004209178-2015-83590.